Event description:
It was reported that this inflatable penile prosthesis was not working due to a tear in the tubing at the junction of the sleeve resulting in fluid loss. The device was explanted and replaced. No patient complications were reported.